Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the lots met pre-release specifications. H3 "other"; h6 codes b20, c20: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the vtr 21-09 viedoc study database: on (B)(6) 2025, this 59-year-old male patient underwent transjugular intrahepatic portosystemic shunt (tips) procedure for ascites. A gore® tips set was successfully used to access the hepatic vein with two portal vein punctures due to the angle of the portal vein. The gore® viatorr® tips endoprosthesis with controlled expansion [stent] was successfully delivered. On (B)(6) 2025, the patient had a thrombosis in the stent, which required hospital readmission. On (B)(6) 2025, the patient underwent a reintervention related to the stent thrombosis. The patient had an expansion of the stent by a 12mm amplatzer plug. This was a planned case. The patency was restored at the end of the procedure. On (B)(6), 2025, the event outcome was recovered / resolved without sequelae and the patient was discharged home.

Manufacturer narrative:
H3 "other"; h6 codes b20, c19, d15: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. In the IFU for the gore® viatorr® tips endoprosthesis with controlled expansion the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of any gore® viatorr® tips endoprosthesis with controlled expansion or in any tips procedure and require intervention may include but are not limited to: thrombosis.